Event description:
I was driving while wearing focus dailies contact lenses I obtained with a prescription, through the doctors' office. My right upper eyelid itched, so I rubbed it a little. Immediately, I felt a scratching sensation from the lens and my vision blurred like the lens was out of correct position on my eye. I drove home and removed the lens, but only a portion of it came out-- the lens had actually torn in half while still on my eye. It was very difficult to locate the portion that remained in my eye- the lens is not tinted for visibility- to remove it-- I thought I would need a trip to the ER. Finally, using a magnifying mirror and moistened q-tip to find it, I removed the other half. I am obviously concerned about it happening again and think the lenses might be too fragile and should at least be visibility-tinted so you can see it on the eye if it breaks into pieces.